Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-01755. (B)(4) study. It was reported that angina occurred. On (B)(6) 2012, the subject presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was a de novo bifurcated lesion located in the 2nd obtuse marginal (om) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct stent placement using a 2.50 mm x 12 mm and 2.50 mm x 8 mm ion stents. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the following day post cardiac catheterization. On (B)(6) 2013, the subject was diagnosed with stable angina. Medication was given to treat these events. The event was considered to be recovering/resolving.